Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site telephone: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 8th november, 2023 getinge became aware of an issue with one of surgical equipment - xs single flat screen holder. It was stated the cover on the spring arm had cracked and retaining hooks had partially broken off. The cause was improper handling. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before september 2016. The correction of h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of surgical equipment - xs single flat screen holder. It was stated the cover on the spring arm had cracked and retaining hooks had partially broken off. The cause was improper handling. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during maintenance. A root cause analysis was performed by the subject matter expert at the manufacturing site. As they stated, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).